Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant at tooth site 36 has damaged threads and that an unknown abutment screw fractured inside the implant. Implant was removed and no other implant was placed during the same procedure. This report refers to fracture event.